Event description:
The physician was removing the nephrostomy tube and wire when he met resistance and then the wire began to unravel. However, all of the wire came out and there wasn't any apparent injury or trauma to the pt.